Event description:
I had a coloplast tvt supris retropubic sling done. Ever since, I have abdominal pain, bladder dysfunction, constipation, painful intercourse and an urge to get to a toilet which is painful.